Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) distal conductor fracture (overstress); medial segment was returned for analysis. Blood/body fluid was observed on several conductors (not obstructed) and on the outer tubing overlay. The lead was flexed within 5 cm of anchoring sleeve.

Event description:
It was reported that there was high impedance and oversensing on the lead. A lead revision is planned. No patient complications have been reported as a result of this event.